Event description:
It was reported that the pump's screen was on, but the display remained black. No adverse impact to the customer's blood glucose level was indicated due to this incident. The customer arranged to return the faulty pump, and a replacement pump was prepared for the customer.